Event description:
A pt (B)(6) was enrolled in the (B)(6) nt study for stress urinary incontinence. The pt was injected with 2.0 ml of coaptite on (B)(6) 2011. The pt reported urinary retention on (B)(6) 2011 which was confirmed by ultrasound in the office. The pt was treated with foley catheterization on (B)(6) 2011. The retention resolved on (B)(6) 2011. The physician assessed the event as moderate in severity and device related.

Manufacturer narrative:
(B)(4). At the time of this report the retention had resolved. A review of the device history records indicates the reported lot #1020710 met all specs prior to release.